Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 600 mg/dl. Additionally, it was reported that the customer experienced elevated blood pressure (bp). Reportedly, the bg and the bp caused vascular issues. The bg level was treated with a manual injection and the customer reported a bg level of 59 mg/dl due to the manual injection. A follow up with the customer confirmed that the customer was released from the hospital on (B)(6) 2017. The cause of the elevated bg level was unknown.